Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement user interface module to the foreign distributor, and issued a return goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. As of march 30, 2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow-up medwatch report will be submitted. Additional information on patient involvement/information was requested from the distributor on march 09, 2015, however no additional information has been received.

Event description:
This complaint originated from foreign distributor in (B)(4). The distributor reports that the user interface module (uim) on one of their ventilators does not power-up. This was the only information provided by the distributor.